Event description:
It was reported that a spectrum pump alarmed the door was not fully latched. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification. The door not fully latched alarms were confirmed and reproduced. They were found to be caused by loose screws which will be replaced.